Event description:
It was reported that the device does not recognize the paddles.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Upon conclusion of the evaluation, it was determined that the operation test was not performed by the customer correctly. The fse completed op test successfully and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.